Manufacturer narrative:
Cmp-(B)(4). Concomitant products: oss locking pin catalog 150478 lot 771660; oss tibial bushing catalog 150476 lot 596510; oss femoral bushings qty. 2 catalog 150477 lot 573080; oss axle catalog 150480 lot 743490; oss yoke catalog 150493 lot 477300. Biomet patella catalog 11-150844 lot 669340; oss femur catalog 150351 lot 822360; oss tibial plate catalog 150420 lot 942620; oss tibial augment catalog 150426 lot 218000; oss im stem catalog 150372 lot 671210; oss tibial augment catalog 150426 lot 218000. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-02828, 1825034-2017-02829, 1825034-2017-02830, 1825034-2017-02831, and 1825034-2017-02832.

Event description:
It was reported that a patient underwent a left knee revision approximately two years post implantation due to unknown reasons. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.